Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted (B)(6) 2010. 6725, adaptor, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD)is "dropping out." The device remains in use. No patient complications have been reported as a result of this event.